Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Visual inspection of the returned tasp shim exhibits signs of repeated use. There are scratches and etching wear on the anterior side. The ball bearings are missing. Root cause was determined to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found to be missing both the ball bearings. Due to lack of additional instrumentation, the surgeon elected to use the provisional on the case. No adverse events have been reported as a result of the malfunction.